Event description:
Caller states the patient tested 6.1 inr and 6.4 inr on the coaguchek xs system. The patient was sent to the hospital and a comparison lab returned as 4.5 inr. No treatment information provided. The patient was from a residential care home and remained under hospital observation for 24 hours. No adverse event related to the device was reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).